Event description:
It was reported the pt had a stimulation change and heating at the ipg site. An x-ray was taken and the system was interrogated, and no anomalies were found. The pt was reprogrammed with effective outcome, and instructed to monitor the heating issue and to contact the physician regarding any issues.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.